Event description:
I had lasik performed on both eyes on (B)(6) 2016 at (B)(6) in (B)(6). My right eye has been quite bothersome. It burned for approximately 2 months and severely impacted my ability to perform day to day tasks. It has been over 3 months since the procedure and it still does not feel normal. I also experience temporal spots in both eyes while wearing sunglasses. This started immediately after the procedure and has not improved. I have tried multiple pairs of sunglasses from polarized to non-polarized and the spots remain. This is very disappointing since I am very active outdoors and really enjoy wearing sunglasses. Glare, halos and starbursts are still present, but appear to be getting a little better.